Event description:
Patient information is not reasonably expected as the reported condition involving the "return line air detector only detecting fluid" alarm occurred during troubleshooting of a fail safe alarm condition.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Internal evaluation was able to duplicate the reported conditions. Root cause: the root cause of the rlad not functioning properly is defective control stacks. The root cause of the defect remains undetermined at this time.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: two optia control stacks were received for evaluation. They were visually inspected and no anomalies were found. Autotests were conducted and it was found that both rlads were defective, where one rlad detected only air and the other only detected fluid. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the return line air detector (rlad) did not detect fluid when expected. The patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.